Event description:
It was reported that the patient¿s infusion set came off at a social event, resulting in approximately one to two hours of hyperglycemia with the ilet displaying ¿high¿ and a confirmatory fingerstick of 580 mg/dl; the user was employing an inset infusion site and completed an immediate site change after declining a full supply change, consistent with an infusion set deployed incorrectly or a connector not attached correctly. Symptoms included hyperglycemia without reported physical complaints. Outcomes included self-management at home without medical intervention or hospitalization. Investigation included troubleshooting and user education performed during the call. Investigation of this case revealed a likely interruption of insulin delivery due to the infusion set detaching, consistent with an infusion set or connector issue leading to high glucose. It was concluded, based on previously established findings for similar reports, that user technique or site security during wear was the most probable cause. Lot number reported: 6007391.